Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found overtorqued of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of a helix mechanism issue was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue. The reported events of lead abrasion, failure to sense and failure to capture were not confirmed. Visual inspection did not find any anomalies on the lead with the exception of damages consistent with those occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information states that the patient presented for lead revision procedure. The physician states that it was difficult to retract the helix. The lead was repositioned, and helix extended, however it took more than the predicted turns to have helix fully extended. The physician did not feel excessive resistance when extending or retracting the helix; it just took a significant amount of turns more than the expected. When prepping to re-suture the lead the physician stated he noted multiple lead abrasions where the suture sleeve had been. He stated the previous sutures were tied tightly with a thick suture and he is questioning if that may be the cause of the abrasion. The lead was explanted and replaced on apr 27, 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported that the patient presented for follow-up. During device interrogation, atrial lead non capture was noted. There was no atrial sensing when the lead was programmed unipolar or bipolar. During atrial threshold testing, the atrial lead was pacing in the ventricular. The lead was programmed off. Lead replacement was discussed. The patient was stable.